Event description:
The customer contacted mallinckrodt to report they experienced a pump tubing organizer (pto) leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they observed the blood leak when approximately 938ml of whole blood was processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The customer will return the smart card and photographs for investigation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pto leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot: n170 was conducted. There were no non-conformance's associated with this lot. This lot met all release requirements. A review of kit lot: n170 shows no trends. Trends were reviewed for complaint category, pto leak. No trends were detected for this complaint category. At the time of this report, the analysis of the returned smart card and photographs is still in process. A final report will be filed when the analysis is complete. (B)(4). (B)(6). On (B)(6) 2025.

Manufacturer narrative:
Photographs were provided by the customer for evaluation. The kit was not returned. The customer provided photographs showed blood inside the pump tube organizer (pto), blue stripe pump loop, and tubing lines. All tubing, bond joints, and weld joints are 100% leak tested as part of the final kit. The filter weld is also 100% leak tested as a subassembly of the kit. The device history record (DHR) review did not result in any related non-conformances. This lot passed all lot release testing. The reported pto leak was confirmed based on the photographs; however, a root cause could not be determined based on the available information. Retraining was completed with all bonding operators on 20-aug-2025 at the manufacturing facility. No further action is required at this time. This investigation is now complete. (B)(4). N.s. 04-dec-2025.